Event description:
Information was received from a patient (pt) regarding an external device.  The reason for call was pt reported the pt programmer was sometimes blank/unresponsive even after putting new aaa batteries since about a month. Pt noted they wouldn't be able to adjust their settings due to the pt programmer unresponsive.  Pt was able to turn their pt programmer on and connect to their implanted neurostimulator (ins), but pt noted sometimes the pt programmer wouldn't respond at all. The issue was not resolved. No symptoms were reported. Pt called back to report the replacement would not power on, even with new batteries put inside; screen stayed blank/unresponsive. Pt said the 'old one' would turn on with the same batteries, but still has issue previously reported in this case. Agent had pt double-check serial numbers to confirm the replacement was the one that was not functioning. Additional information was received form the pt. Pt called back on (B)(6) 2023 at 04:41:25 pm stating the replacement 97740 patient programmer (pp) seems to work alright but has not activated a couple of times when turned on. Pt reported they were seeing a message screen indicating they needed a new battery. During call, pt described when unit was turned on it displayed their numbers but deactivated with an image that looked like an apple and says they need a battery. When asked to clarify, pt said there was a circle with a line then a question mark and a battery. Patient services (ps) suspected pt was seeing the 'poor communications' information screen. Ps had pt try syncing pp with and without the antenna attached. Pt had another individual assist them with properly positioning pp over implant to synchronize. Ps requested to call pt back on following business day after consulting with repair. Ps also redirected pt to their hcp which they claimed they had just seen the doctor and a manufacturer representative (rep) 3 weeks prior who had advised them to contact ps. Pt noted they had reached out to the rep just before calling in. Ps asked pt to turn the pp off and then back on which they said they had already done but after pressing the black sync button the 'poor communications' information screen comes back up. Ps called pt back (aft ER consulting with repair) as agreed to review replacement items which were being overnighted. Ps advised pt to f/u with hcp if the replacements did not resolve issue. Pt remarked they had an appointment wednesday with hcp.

Manufacturer narrative:
Continuation of d10: product ID 97740 lot# serial# (B)(6). Implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97740 patient programmer (ptm) (serial number (B)(6) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.